Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of detached sensor wire cannot be confirmed. A root cause could not be determined. However, it was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire. The sensor was inserted on (B)(6) 2015, and the event occurred on (B)(6) 2015. Patient's mother states after removal of the sensor pod, the wire was on the floor. Patient removed transmitter prior to removal of the sensor pod against user guide recommendations. No additional patient or event information is available.